Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a delivery anomaly. The parent was assisted with troubleshooting. The customer's blood glucose level was 430mg/dl at the time of the incident. The parent stated that they've contacted their healthcare professional and was given a prescription. The parent stated that the insulin pump had delivery anomaly because the insulin was squirting out during fill tubing process. The parent stated that they did not get assistance in programming the insulin pump. The customer experienced the following symptoms of blood glucose: no low blood glucose and insulin squirting out during fill tubing. No large fixed prime was programmed and customer bolused the morning to eat. The customer was not with the parent during the call and the parent did not have the insulin pump, so other relevant troubleshooting questions could not be answered. The parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.